Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported that the instrument head fractured during procedure. Fractured part is inside the screw of a screw retained crown that is placed in the implant.. Doctor explained that the instrument has few uses.